Event description:
It was reported that following a tuna procedure, the pt developed excessive bleeding and urinary retention. The following day the pt underwent a bladder repair. The pt was reported to have recovered with no further complications.